Event description:
Same case as MDR ID 2134265-2013-02183, MDR ID 2134265-2013-02283. It was reported that during an intravascular ultrasound (ivus) procedure, failure to pullback occurred. While using an ilab cart system 120v, the physician selected atlantis sr pro but the motor drive unit did not recognized the catheter and was unable to perform the automatic pullback. As a result, the physician used manual pullback to complete the procedure. It has been noted that no patient complications were reported and patient's condition is unknown.

Manufacturer narrative:
Device evaluated by the manufacturer: the complaint device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was undeterminable. (B)(4).